Event description:
The reporter stated the surgeon inserted an icm125v4 12.5mm implantable collamer lens in 2006. The lens was explanted in fifteen days later due to excessive valuting. Subsequently the patient experienced narrowing of the angle and shollowing of the anterior chamber. The lens was exchanged using a shorter lens.